Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized for to diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 1100 mg/dl. Customer was off the device for 8 hours prior to the hospitalization. Customer mentioned the infusion set fell out due to sweat. Customer also had low blood glucose at 30 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.